Manufacturer narrative:
Event date: per reporter, event occurred "weekend of (B)(6)".

Event description:
Information was received that a patient's smiths medical portex bivona custom 4.0 flextend tts tracheostomy tube pilot balloon leaked approximately five hours after placement. Subsequently, an emergent tracheostomy (trach) change out was required. No adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: one bivona tracheostomy was returned for investigation. The device showed no significant signs of use. A visual inspection under normal plant lighting did not reveal any holes, cuts, tears or other defects. The device was leak tested but failed to remain inflated. A leak was observed in the pilot balloon. The investigation determined that the device did meet manufacturing specification. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No adverse trends have been identified related to this issue.  No corrective actions are planned at this time.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 45985". No adverse effects were reported. Additional information was received indicating that there was no patient involvement.